Event description:
It was reported that a user experienced sustained hyperglycemia despite observed insulin delivery on the ilet, with blood glucose in the 350s overnight and remaining elevated until a full supply change and a manual insulin injection were performed; subsequent review of device data showed insulin delivery without abnormal system behavior, and the event was attributed to an issue likely related to disposable supplies. Symptoms included hyperglycemia. Outcomes included temporary interruption of pump use, a manual injection, and return to target range after supply replacement, with no injury or hospitalization. Investigation included technical review of available device data and user follow-up. Investigation of this case revealed no device malfunction and that replacing the infusion set and connector resolved the issue. It was concluded that the event was most consistent with supply-related insulin delivery impairment with cause unclear and no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.